Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018, the right atrial and right ventricular leads were capped and replaced. The right ventricular lead was capped due to oversensing and the right atrial lead was capped due to an unspecified issue. The pacemaker was also explanted and replace due to an unspecified reason. No further information was reported.

Event description:
New information received indicated that the patient was stable before, during, and after the procedure. Due to vein occlusion, a new system was implanted on the patient's right side.